Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that revision surgery was performed on the patient¿s left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head, cup and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints have been identified for the devices involved. In addition to this a part number search was completed for the head, cup and sleeve, similar complaints were found for the cup. This will continue to be monitored. Similar complaints were found for the modular head, as this device is no longer sold no action is to be taken. No other similar complaints were found for the sleeve. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical information was reviewed. Without the supporting lab/pathology results, imaging, operative notes, and/or return of the explanted device, the root cause of the reported pain, elevated metal ions, associated blackening of the head and taper of the femoral stem cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. However, the patient¿s mismatched depuy femoral stem cannot be ruled out as a contributing factor to the patient¿s reported clinical reactions. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined; however, it is noted post revision the patient ¿reported clicking sensation, occasional pain, difficulty to stand up.¿ without additional information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
*Row legal*it was reported that after a bhr construct was implanted along with a coreil stem (from depuy manufacturer) on 8-apr-2009, the plaintiff experienced intermittent but increasing pain, stiffness, discomfort, and elevated metal ion levels (per report on 21-sep-2018 chromium 1.35 ppm and cobalt 5.95 ppm) a revision surgery was performed on 29-apr-2019 to treat these adverse events. During the surgery the head was noted with associated blackening of the taper of the femoral stem. Additional details are unknown. After revision surgery plaintiff reported clicking sensation, occasional pain, difficulty to stand up, however since the new devices implanted are unknown, relation between these event and s+n devices cannot be ruled out. The patient outcome is unknown.